Event description:
Surgeon was drilling in the brain with maestro drill; when removed foot from pedal, drill continued to run. After one minute, the drill handpiece tip stopped. No harm to patient or staff. Foot pedal replaced.